Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference manufacturer report: 1627487-2010-00894. The patient was implanted with an scs system including a neurostimulator receiver and paddle lead on (B) (6) 2007. The patient reportedly experienced burning pain in the middle of her back beginning on (B) (6) 2009. While the patient was being reprogrammed, it was discovered that certain contacts caused a more severe pain than others. An x-ray confirmed no problem with the system connections. The physician removed the lead and the receiver on (B) (6) 2009. The patient received an ipg and two paddle leads as replacement. Follow up on the patient found her to be doing well now. The explanted receiver was returned to ans for analysis.